Event description:
It was reported that the customer had high blood glucose levels of over 500 mg/dl. The customer reported multiple no delivery alarms from the insulin pump. The customer reported that the no delivery alarm was resolved by a complete infusion set change. The customer also reported that the current infusion set might not be suitable for her since she has some body fat. The customer was advised to use a different infusion set. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.